Manufacturer narrative:
Other relevant device(s) are: product ID: 9730864, serial/lot #: (B)(4). Analysis of product:9730748/sn: (B)(4) found damaged/disassembled tool. Analysis of product: 9730864, serial/lot #:(B)(4) found damaged tool. Event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the hexagon socket of a screw on an orthopedic reference frame. There was no patient present at the time of the event.